Event description:
The manufacturer received information alleging that a patient was experiencing difficultly breathing. It was reported that an unspecified change to the device was conducted during the previous hospitalization that may be causing difficulty breathing. However, there are no allegations of any specific device malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.